Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the patient was on the server but not showing at station. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient had duplicate entries on the enterprise server one from active directory and one marked as temporary. The technical support specialist advised the customer to readmit the patient and remove the temporary entry, which restored visibility on the device. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the patient was on the server but not showing at station. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.